Event description:
This report summarizes one malfunction event. A review of the event indicated that model 793 20f guidewire deluxe peg experienced a missing component. Of this event, the device was not used on the patient. The age, sex, and weight of the patient was not provided. The 793 20f guidewire was not returned to the manufacturer limiting investigation. A DHR review was performed on the given lot number and found no nonconformance issues.